Manufacturer narrative:
Pump received with blank flashing white display with constant tone. Unable to verify rewind anomaly, device test failed or perform the displacement test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, sleep current test, active current test or self test due to blank flashing white display. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, force sensor, motor and corroded battery tube. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded battery tube, missing serial number label, cracked battery tube threads, cracked case at corner of the belt clip rails, cracked case along the side of the battery tube and minor scratched lcd window. No physical damage to the battery cap noted. Blank flashing white display with a constant tone due to moisture damage on the pcba 1 / pcba 2. Moisture damage confirmed on the pcba 1, pcba 2, force sensor, motor and corroded battery tube. Cosmetic damage found on the pump case. Unable to verify rewind anomaly, device test failed due to blank flashing white display. Battery cap broken/cracked/damaged was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer accidentally got into the pool and the insulin pump was not working. The customer stated that the pump got wet and the screen was not working and also making strange noise even after taking out the battery. The customer also stated that the insulin pump was vibrating. Troubleshooting was partially performed and found that the insulin pump did not pass self-test. It was also found that the battery cap had a crack. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and revert to healthcare professional instructions. The insulin pump was returned for analysis.